Event description:
The iab was inserted into the pt surgically. The "leak alarm" sounded from the pump and the iab was leaked. The iab was removed and another was not inserted. On 3/9/98, datascope was notified that the iab was discarded and would not be returned for eval. Event complications: none from the event-reported 2/27/98. Pt's current status: better-rpt'd 2/27/98.